Event description:
An animas r1000 insulin pump purchased june 2003: 1. June 26, 2005: started giving occlusion readings when pt tried getting boluses. For example, pump would give 10 units when 20 units were punched in, or give 5 units when 10 units were punched in. Pt started getting high bg readings, and pt had to switch to syringes. Pt could not tell if basal was affected. Animas sent a replacement pump. 2. July 7,2005: two weeks later. Replacement pump had buttons that stuck, making it usable. Animas sent out a third pump. 3. September 20, 2005: third pump started giving conditions readings for attempted boluses, similar to june 26,2005 problems. Pt woke up with 390 bg september 24, 2005 - very high for pt-and was concerned that basal also had problems but could not confirm. 4. Septmeber 27, 2005; fourth pump will be received as of this date. Dr's office says that this degree of failure is not acceptable.